Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The customer tested the system and no problems were found with the continuous irrigation. The continuous irrigation setting in the doctor¿s memory was set to disable. The tss informed the customer to enable the function. The touch screen was found to also be working correctly due to the fact that the customer was able to navigate through the settings and change them by touching the touch screen. The customer ordered a part. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause could not be conclusively determined. (B)(4).

Event description:
A customer reported that during a cataract extraction procedure, the irrigation could not be turned off and the surgeon settings could not be pulled up on the screen. The case was completed following a one hour delay. There was no harm to the patient.